Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the volumen of blood loss? How was the bleding treated? Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please provide the product code and lot number for the involved device. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that 2-0 stratafix spiral pds barbed suture was loosening after tensioning during sacrocolpopexy mesh attachment to vagina. Switched to 2-0 stratafix symmetric and noted bleeding from vaginal muscularis during tensioning of barbed suture due to its aggressive nature. Although it held better, doctor is concerned that the tissue trauma may increase the risk of future mesh extrusion. Dr. Had to place multiple reinforcing traditional sutures with knot tying to reinforce the loose stratafix spiral pds, adding 30 mins to case. There was no patient consequence reported. There were no adverse reported. Additional information was requested.